Event description:
Boston scientific received information that this patient's right ventricular (rv) lead displayed high pace impedance and thresholds. As a result the rv lead was revised. During the revision the physician noted that the distal set screw on the rv pace/sense portion was stuck in an up position. Boston scientific technical services (ts) was consulted and offered troubleshooting tips which resolved the issue. This device remians implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was replaced due to normal battery depletion. No adverse patient effects were reported.